Event description:
The account generated a negative testpack plus hcg urine result with an early morning urine. The control bar was good on the testpack plus hcg urine assay. A serum hcg assay gave a result of 245 iu/l. Information regarding impact to patient management was not available.